Manufacturer narrative:
1/13/2026. Hpc # - 03162. St/hp # - 03160. Emh hp; cable, conn/gun cable damaged: the hpc is damaged, restricting water flow and vibrations, exposed wires, the st/hp is shorted, causing intermittent operations, leaking water solenoid, due to an open condition, missing half of water hose, damaged overlay board, cannot activate, purge and boost, cracked baffle, cracked housing base and top cover, damaged cable entry cover, shorted main control board, causing intermittent vibrations. Check calibrations. The unit will be repaired upon estimates approval. Pc, aux cable and fc were not sent in for evaluations.

Manufacturer narrative:
There has been a previous report received where lack of water flow has caused an overheating insert. Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
While using a cavitron plus g136 they allege that the handpiece was heating up with no water flow; no injury resulted.